Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Sales representative stated that the screws are not available for evaluation.

Event description:
It was reported by a company representative that a patient had received a revision surgery in order to realign and reposition one side of a bilateral sagittal split osteotomy.